Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient's wife reported that the patient experienced an episode of hypoglycemia (41 mg/dl) and was unresponsive. She states his blood glucose resolved to 142 mg/dl and he became responsive prior to arrival of paramedics.